Event description:
It was reported that a bd¿ syringe 5ml heparin 100 unit did not have barcodes on them customer¿s verbatim: ¿ health professional called to report that they found two boxes where the syringe packages did not have barcode so they are unable to scan them into their inventory. Lot 827576n found "the other day" and lot 827573n found "today". She might be able to provide photos. She wonders if this is a permanent change. No patient involvement, before use.¿

Manufacturer narrative:
Correction: the information was re-evaluated and the complaint does not meet our MDR reporting criteria.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that a bd¿ syringe 5ml heparin 100 unit did not have barcodes on them customer¿s verbatim: ¿ health professional called to report that they found two boxes where the syringe packages did not have barcode so they are unable to scan them into their inventory. Lot 827576n found "the other day" and lot 827573n found "today". She might be able to provide photos. She wonders if this is a permanent change. No patient involvement, before use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe 5ml heparin 100 unit did not have barcodes on them customer¿s verbatim: ¿ health professional called to report that they found two boxes where the syringe packages did not have barcode so they are unable to scan them into their inventory. Lot 827576n found "the other day" and lot 827573n found "today". She might be able to provide photos. She wonders if this is a permanent change. No patient involvement, before use.¿